Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed a brief pump stop that was consistent with electrostatic discharge; however, a direct correlation between heartmate 3 lvas, serial number (B)(4) and the log file findings could not conclusively be established through this evaluation. The system controller event log file contains data from 27dec2019 at 11:23:01 through 31dec2019 at 01:44:33. One brief pump stop was captured on (B)(6) 2019 at 22:16:16. This pump stop lasted approximately 3 seconds. Com-a, com-b, low pump current, low speed advisory, low speed hazard, pump stop, and low flow fault flags were associated with this event. This event did not result in any audible alarms. The pump stop appears consistent with an electrostatic discharge event. The system appeared to have functioned as intended at the set speed before and after the pump stop event. No additional atypical events were captured. The system controller periodic and lvad log files were also reviewed and no additional atypical events were captured. The center reported that the brief pump stop was observed while the patient was in the ed for an unrelated issue (physical issue). The patient remains ongoing on heartmate 3 lvas, serial number (B)(4) and no additional complaints have been reported at this time. The heartmate 3 lvas IFU explains that strong static discharges should be avoided. This document also explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook warns not to touch the television or computer screen, and not to vacuum or engage in activities that create static electricity. This handbook also explains that a strong electric shock can damage electrical parts of the system and cause the pump to stop. Electrostatic discharge is included in the safety testing and classification tables of both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2019 at 22:16:16 the patient had com-a and com-b faults, low pump current, low speed advisory, and pump stop alarm ¿ duration of approximately 3 seconds. This patient was seen in our ed for an unrelated clinical issue. When asked, the patient did not experience an audible alarm during the time of his events. It appeared that the patient had just switched power sources at 21:21. It does not appear as though he lost power, but it appears his pump stopped acutely. Reviewed the log files and captured a pump stop event on (B)(6) 2019 at 2216. This appears to be related to an electrostatic discharge (esd) event. The pump is designed to automatically reset when subjected to a high static discharge event. The pump was off for approximately 3 seconds during this reset. No further or additional information was provided.